Event description:
It was reported that the patient experienced severe pain when the stimulator was turned up to a level the alleviated pain. A lack of effect was also reported. An x-ray revealed a lead migration. During reprogramming it was also noted that impedances were high (specifically on the 3rd contact). Additional information received reported that the patient underwent a device replacement of the implantable neurostimulator system (an extension was not used at the replacement). No patient injury was reported and stimulation coverage of the patient's foot was regained.